Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that during pre-op the system was giving fuzzy images. The site was going to check their rad/flouro gain calibrations.